Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 286 mg/dl and that there was no cannula coming out of the pod. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 1404 pulses. The needle mechanism was deployed, however, the slide insert was not held securely by the catch beam. Investigation found that the catch beam was misaligned, resulting in the slide insert not being held in place. The downloaded data returned an alarm, indicating that a command was not received when the previous command had mctf bit set. Investigation found no defects or deficiencies that would contribute to the associated error code. The cause of the hazard alarm could not be determined.